Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and there was apparent explant damage.

Event description:
It was reported that a day after implant the right ventricular lead signaled loss of capture and the capture threshold had risen. It was determined that the lead had dislodged. The lead was removed and replaced. No patient complications were reported as a result of this event.